Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from reagent probe a, caused by the probe a collar wash vacuum valve not opening. The fse replaced the valve which resolved the issue. Service activity was verified. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical instrument was leaking from the hydropneumatic compartment of the instrument. The customer was unable to identify the source of the leak. The customer could not remember if the operator was wearing personal protective equipment (ppe) at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.